Manufacturer narrative:
(B)(4). Device evaluation: traces of blood and radio opaque solution were detected on the device. The balloon appeared used as it was found unfolded and with the guide wire tube elongated. A leakage test was performed connecting a manometric syringe to the hub and a leak was detected to the balloon bond.

Event description:
The patient got right lower extremity artery stenosis surgery using amphiprion deep balloon catheter. The product was checked ok before use. Angiograph results showed 50% stenosis, the lesion was middle calcification and minor tortuosity. The lesion was not predilated. During the surgery, it was found the balloon could not be inflated. The doctor retrieved the balloon. The doctor treated by intravascular balloon dilatoplasty to complete the procedure. There is no impact on the patient. When the device was returned to the manufacturing facility, a balloon bond burst was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.